Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument and observed fluid dripping from the white blood cell (wbc) bath. The fse replaced hemoglobin cuvette waste line tubing, which was torn, to resolve the leak. The instrument was verified to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported approximately 5 ml of blue fluid leaked from a coulter lh 750 hematology analyzer. The leak was located below the left side of the instrument and occurred after performing background. The instrument operator was wearing gloves and a lab coat at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated in connection with this event.